Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting rhythm. Subsequently, successful defibrillation threshold (dft) testing was performed. Then, the s-ICD was repositioned and the induction test was successful. No additional adverse patient effects were reported. This product remains in service.